Event description:
It was reported that the system 9600+ displayed error code 253 on the right monitor. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an investigation over the telephone. With the help of the reporter, the malfunction was verified. It was found that the ribbon cable connecting the keyboard to the system had become disconnected. The system was tested and found to be working as intended, and placed back into service.